Manufacturer narrative:
Concomitant product: non bwi libero catheter . (B)(4).

Event description:
It was reported during a paroxysmal atrial fibrillation (afib) procedure, a non bwi libero catheter was placed inside the ls or rspv and the lasso catheter was placed inside li or ripv. Then pvi was conducted. While the physician manipulated the lasso catheter inside the left atrium, the lasso catheter was inserted into the left ventricle by mistake. The physician tried to pull out the lasso catheter, but it could not be removed as the tip was caught in the tendinous cords. The physician manipulated the lasso catheter, but it could still not be removed. Finally, the physician pulled it as hard as he could and was able to remove it, but the root of the loop of the device was broken off. As a result, the loop was left inside the left ventricle, though it could come out of the tendinous cords. The broken part of the device was retrieved by a snare. There was no abnormal condition observed from the patient so the procedure was completed. The patient was in the stable condition after the procedure and no patient consequences were reported.

Manufacturer narrative:
(B)(4). It was reported during an paroxysmal atrial fibrillation (afib) procedure, a non bwi libero catheter was placed inside the ls or rspv and the lasso catheter was placed inside li or ripv. Then pvi was conducted. While the physician manipulated the lasso catheter inside the left atrium, the lasso catheter was inserted into the left ventricle by mistake. The physician tried to pull out the lasso catheter, but it could not be removed as the tip was caught in the tendinous cords. The physician manipulated the lasso catheter, but it could still not be removed. Finally, the physician pulled it as hard as he could and was able to remove it, but the root of the loop of the device was broken off. As a result, the loop was left inside the left ventricle, though it could come out of the tendinous cords. The broken part of the device was retrieved by a snare. There was no abnormal condition observed from the patient so the procedure was completed. The patient was in the stable condition after the procedure and no patient consequences were reported. Upon receipt, the catheter was visually inspected and most of the loop components were found damaged. Furthermore, foreign material was found between ball tip and ring #1. This condition was not originally reported on the complaint. A ft-ir test was performed in order to identify the type of foreign material. The results demonstrated that the particle has a biological composition similar to that observed in saliva, blood, mucous, skin, among others. It is unknown the origin of the foreign material. Ods were measured and the catheter was found within specifications. Per the event description, the catheter got stuck in at the left ventricle causing the damage in the loop. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The IFU clearly states that the retrograde approach is contraindicated because of risk of entrapping the lasso catheter in the left ventricle or valvular apparatus. The lasso is not recommended for use in the ventricles. The customer complaint has been verified. However the root cause cannot be drawn.